Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and replaced starter board and power supply ps1. Performed a system checkout, system is operational. B01, c02, d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450,product ID: bi71000576. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Power issues. Installed ps1 in imaging test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.24vdc. 2d and 3d images were successful. H3, h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Power issues. Installed starter upgrade kit in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot#: (B)(6) rev. G, continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot#: (B)(6) rev. C. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that when attempting to that a 2d image, the ias (image acquisition system) started beeping continuously and they site was unable to expose. Rebooting the system resolved. This issue occurred intraoperatively caused 5 min surgical delay. There was no reported impact on patient outcome. This issue was 2nd occurrence.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.